Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device. The device had no ECG detection in all lead modes and in paddles it had no ECG baseline detection, but did display a dotted baseline. The complainant indicated that there was no pt involvement in the reported failure.